Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies to address the issue. Customer's blood glucose (bg) level was over 600 mg/dl, with moderate ketones. Customer attempted to address the elevated (bg) with a manual insulin injection. Reportedly, on (B)(6) 2024 the customer went to the emergency room and was treated with "an insulin mix". Multiple follow up attempts were made by tandem technical support to obtain further information, however, no response was received by the customer. No additional information was provided. Ultimately, the customer reverted to an alternate form of insulin therapy.